Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) foreign matter was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-05. H6: investigation summary: during manufacturing of material 221283, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0356069 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to typical levels. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 0356069 for contamination. Retention samples from batch 0356069 were not available for inspection. Two plates from batch 0356069 were returned as loose, parafilmed plates wrapped in bubble wrap in a plastic bag and shipped in a fedex mailer envelope (time stamp 1323). Both plates did not appear to be used and had surface bacterial colonies on each. Plates were submitted to the ID lab and microbacterium phyllosphaerae was identified. One photo also was received for investigation. The photo shows the top of an unopened sleeve from batch 0356069 with a bacterial colony visible on the top plate (time stamp 1323). This complaint can be confirmed for contamination. Bd will continue to trend complaints for contamination. A trend has not been identified for this batch, therefore, no corrective actions are planned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) foreign matter was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.